Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The subject stent was noted to be intact. All 4 marker bands were present on both ends of the stent. The stent delivery wire (sdw) distal tip was noted to broken/fractured. The functional inspection was unable to perform as the subject stent was returned in a deployed state. The as reported codes 'stent difficult/unable to advance or pullback through catheter', 'stent failed/unable to deploy' and 'stent deployed prematurely during preparation' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that slight resistance was encountered during subject stent advancement. When the microcatheter reached the lesion site, the distal end of the stent delivery wire had emerged, but the subject stent could not be deployed from the microcatheter. The physician then withdrew the subject stent along with the microcatheter from the body. During external inspection, the subject stent was inadvertently deployed from the microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu). There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. During analysis, the subject stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The subject stent was noted to be intact. The stent delivery wire (sdw) distal tip was noted to broken/fractured. Note: the event description indicated that the subject stent was being used in a stenosis case which is not recommended. The subject stent directions for use (dfu) states 'the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms. The event description indicates there was resistance while advancing the subject stent and stent delivery wire (sdw) inside the microcatheter. It is most likely that, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter resulting in the damage noted. The as reported codes, 'stent difficult/unable to advance or pullback through catheter', 'stent failed/unable to deploy' and 'stent deployed prematurely during preparation', as well as the as analyzed code, 'stent delivery wire (sdw) broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the stent delivery wire was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.